Manufacturer narrative:
An event regarding uspecified revision following patellar component dislocation involving an unknown triathlon femoral component was reported. The event of patellar component dislocation was confirmed however the unspecified revision of the reported device was not confirmed. Method & results:-device evaluation and results: not performed as no devices were provided for review.-medical records received and evaluation: clinical consultant indicated that x-ray confirms the dislocation but need op reports, need primary surgery date, and patient histology.-device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: revision surgery took place due to patellar component dislocation. During this surgery the femoral and insert components were explanted for unspecified reason while the patellar component remains implanted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Physician reported dislocated patella - left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Physician reported dislocated patella - left knee.